Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. 50 units have been randomly sampled from the 81 units returned and visually inspected under magnification and appropriate lighting condition. Slight physical damage at the base of the hub has been observed in five units. Leakage test has been performed for all the 50 units sampled. No leakage was detected, all the samples passed the test. The luer cone of the hub has been checked and found in compliance with the internal specification. The issue can not be confirmed. No root cause established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that liquid leakage was confirmed from the yellow part of the hub while the patient was using it, and re-insertion was required. This occurred during infusion at the facility. There was patient involvement, but no harm/adverse event reported.